Event description:
The event occurred in france during preventative maintenance. It was reported that the rotaflow displayed the "reference" error. No harm to any person has been reported. (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in france. Initially it was reported that during preventative maintenance the rotaflow console displayed the error message "reference error¿. According to the service order provided on 2024-08-13 the error message ¿-12 v¿ occurred during the repair of the device. No patient was involved and no harm to any person has been reported. The reported failures could lead to a pump stop during use therefore a report is required. The rotaflow console (rfc) with s/n 90431145 was investigated by a getinge field service technician and the reported failures ¿referenc error¿ and "-12 v error" could be confirmed. The rfc flow measure board (article number 701011681) and the rfc power supply board (article number (B)(4)) has been replaced. After the replacement the device is working as intended and is back in use. The reported failure "referenc error" was previous investigated in getinge life-cycle-engineering (lce) and was caused most probably by a defect capacitor c44 on the flow measure board, which led to a reduced resistance in the +12v supply voltage. This triggered the fuse f2 on the power supply board. The control system therefore released the error messages "referenc error" and stopped the rotaflow drive. The reported failure "-12 v error¿ was previous investigated in getinge life-cycle-engineering (lce) and was caused most probably by a reduced resistance of the capacitor c107 on the flow measure board triggered the fuse f3 on the power supply board. Resulting in either the "-12v error" or the "referenc error". Based on the investigation results the reported failures could be confirmed a review of non-conformities was performed on 2023-11-28 and during the time from 2013-12-19 to 2023-11-17 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2013-12-19. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).